Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient had another recurrent hernia repair on (B)(6) 2014 and mesh was implanted. The patient had another recurrent hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event and had several revision and mesh removal surgeries. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). It was reported that the patient experienced recurrent hernia, abdominal pain and erosion following the procedure. No additional information provided

Manufacturer narrative:
Date sent to FDA: 6/24/2019.